Manufacturer narrative:
Medtronic received the following information from a journal article entitled; modified stent-graft for emergent repair of blunt thoracic aortic injury battocchio p, piazza m, squizzato f <(>&<)> antonello m jtcvs techniques 2020;3:43-45 https://doi.org/10.1016/j.xjtc.2020.03.028. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician modified fenestrated valiant navion stent graft was implanted in a patient for the endovascular treatment of a grade iii blunt isthmic aortic injury in the setting of independent origin of the lva from the outer aortic arch curvature, distal to the left subclavian artery (lsa). The device was deployed and implanted without issue. The postoperative cta demonstrated the exclusion of the rupture, with residual endoleak between the graft fabric and the lateral aortic wall related to incomplete apposition of the fenestration skeleton. Intervention was performed and a non mdt bare metal stent was deployed over the previous endograft, followed by stent-graft ballooning, to obtain an adequate apposition of the graft fabric to the aortic wall and stabilize the open fenestration. The cta performed after this intervention demonstrated the regular patency of all the supra-aortic vessels and the complete exclusion of the rupture with no signs of residual endoleak. A cta performed at 6 months postoperatively demonstrated the absence of stent graft related complications. No additional clinical sequelae were provided and the patient is fine.